Event description:
It was reported that one day after implanting this device interrogation showed high out of range shock impedance measurements and a high impedance error code displayed. An urgent revision took place and the electrode was disconnected, cleaned, and reconnected. After re-connecting the system high out of range shock impedance measurements were still seen. A new device was thus connected to the existing electrode and normal shock impedance measurements were seen. No abnormally of the electrode was seen. The device will be returned. No additional adverse patient effects were reported.

Event description:
It was reported that one day after implanting this device interrogation showed high out of range shock impedance measurements and a high impedance error code displayed. An urgent revision took place and the electrode was disconnected, cleaned, and reconnected. After re-connecting the system high out of range shock impedance measurements were still seen. A new device was thus connected to the existing electrode and normal shock impedance measurements were seen. No abnormally of the electrode was seen. The device was returned. No additional adverse patient effects were reported.

Manufacturer narrative:
The returned device was thoroughly inspected and analyzed. Visual inspection identified no anomalies. The device was able to be interrogated and a memory download was performed successfully. The device was then exposed to simulated heart load conditions, and the defibrillation and sensing functions were tested. The device operated appropriately, according to its performance specifications with no out of range measurements or interruptions in therapy output. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.